Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in the event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported failure to advance appears to be due to procedural circumstances/operational context. The reported patient effect of perforation was an outcome of failure to advance the device due to anatomy interaction and additional therapy/non-surgical treatment appears to be due to case specific circumstances as perforation was treated with an unspecified balloon and sheath. The reported patient effect of atrial septal defect (perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a perforation and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guiding catheter (sgc) was advancing to the mitral valve, but did not cross the septum due to slight resistance with the anatomy and the external iliac became perforated. The perforation was treated with an unspecified balloon and a sheath, which successfully controlled the blood flow. The procedure was aborted. There were no clips implanted, mr was 4+.there were no adverse patient sequelae and no clinically significant delay in the procedure.